Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a "check vent: over voltage protection circuit failed" alarm occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported issue however e/c 1127 was found in the error log. The manufacturer¿s international service technician replaced the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 31oct2018. The motor controller (mc) printed circuit board assembly (pcba) was returned to philips for evaluation. A visual inspection revealed no issues. The mc pcba was installed into a test ventilator. The test ventilator powered up and delivered breaths. All voltages were verified within specification. A diagnostic report revealed a code indicating the over voltage protection circuit failed. As a result of the failure, a component was replaced on the power management (pm) pcba. The pm pcba was replaced in the test ventilator. Running the ventilator over two (2) hours did not produce any errors. The root cause was due to a component failure.